Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 272 and it was thought that the insulin was not being delivered. During troubleshooting, insulin was not immediately observed exiting from the tubing during a fill tubing step. The cause was not known. A bolus was delivered and the bg level started to decrease.